Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitor implantable tachy lead: implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) showed transient noise. The electrogram was consistent with 60 cycle electromagnetic interference (emi). The rep reported in follow up that it was unclear if the noise was coming from the grommet or the set screw. The grommet was sealed and medical adhesive was applied to the set screw. The device remains in use. No patient complications have been reported as a result of this event.